Event description:
Patient stated that while changing her set, the insulin pump started shooting insulin out in a stream. She then changed the reservoir and infusion set, but the insulin pump began shooting out insulin again and alarmed. Patient then noticed that the drive support cap was sticking out. Blood glucose value was over 600 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A33 alarm during the primetest at 4.0 lbs due to protruded/loose drive support disk. Unable to perform the displacement, rewind, basic occlusion, occlusion and excessive no delivery test due to a33 alarm. Insulin pump received with cracked reservoir tube lip and minor scratched lcd window.